Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on 12/22/2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).